Event description:
This is filed to report heart failure, recurrent mitral regurgitation and mitral stenosis it was reported through a research article that from 2013 to 2020, 926 patients underwent a mitraclip procedure. An implanted mitraclip may have caused or contributed to heart failure, recurrent mitral regurgitation, mitral stenosis, and rehospitalization. Additional information is listed in the attached article, titled ¿prognostic value of mitral valve hemodynamic parameters obtained by intraprocedural echocardiography in transcatheter edge-to-edge repair.¿

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported recurrent mitral regurgitation (mr), mitral stenosis, and heart failure. Recurrent mr, mitral stenosis, and heart failure are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. Attachment: article titled ¿prognostic value of mitral valve hemodynamic parameters obtained by intraprocedural echocardiography in transcatheter edge-to-edge repair.¿